Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this complaint concerns a male end user who stated he got infected with uti¿s using coloplast catheters. The end user stated he was hospitalized as a result but did not provide any information in regards to the dates admitted, treatment received, or length of time. He does not use the catheters any longer. No further information is available at this time.